Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure to treat a target lesion in the proximal 1st diagonal artery. Pre-dilatation was performed and the 2.0 x 23 mm mini vision stent was implanted at the target lesion. Post procedure, the patient was sent to the recovery room and there, he complained of chest pain. Patient was taken back to the cath lab and thrombosis was noted in the newly implanted mini vision stent. Additional dilatation was performed to re-open the stent and the patient was placed on reopro (abciximab). Patient was discharged to home the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Products: aspirin, angiomax, plavix, reopro (abciximab). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of angina and thrombosis, as listed in the multi-link mini vision coronary stent system instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.